Manufacturer narrative:
The original medwatch form was submitted with the following statement: the home analgesia infusion was started at approximately 6pm on 01/03/96. The patient was reportedly found unresponsive by family members at approximately 5:30pm on 01/04/96. The year was reported incorrectly. The correct event dates are 01/03/97 and 01/04/97. Sections b2 (date of death) and b3 (date of event) of the original medwatch were submitted correctly.

Event description:
A pt expired while the device was in use. The pump was set to infuse a morphine solution of 200mg/50ml at 2 mg/hr with a pca dose of 1mg available every 10 minutes and a one hour limit of 6 bolus doses. The home analgesia infusion was started at approx 6 pm on 1/3/96. The pt was found unresponsive by family members at approx 5:30 pm on 1/4/96. The pump has been sequestered by the co police dept. The authorities have not allowed anyone to read or print the device history log. When the pt was found, there was reportedly 7 ml of morphine solution remaining in the IV container. The pt could not be resuscitated. An ongoing police investigation is in progress regarding the pt death. At present, the pump is not suspected to have had any malfunctions and is not implicated in the pt death.